Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 13, 2024 the teeth on the model were cut off. There was no surgical delay. There was no patient harm.

Event description:
Additional information received states that no revision surgery is needed. There was no other medical intervention required. There were no laboratory tests taken due to the clinical findings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (lot), d9, d10 (concomitant) corrected: d4 (primary UDI number) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date) and h4 corrected: d4 (primary UDI number). H3, h4, h6: the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team forwarded the device to the supplier which conducted a visual inspection of the returned device. During the investigation design and production steps of all models were reviewed. It was found that all models had been done correctly and according to internal work instructions. All models met specifications. It was noticed that models had been designed in colour although it was initially not requested, however this has no impact to reported issue of teeth being cut off. The exact reason for teeth were cut off from model could not be established. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the "sd900.007, ps instr/plan kt linear distraction". There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: sd900.007 lot: mu24-fen-xad release to warehouse date: 12 dec 2024 expiration date: 24 may 2025 manufacturing site: materialise. ''No ncr'' was generated during production for ps instr/plan kt linear distraction. This non-conformance is not relevant to the complaint condition since the teeth on the model were cut off. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.